Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to initiate biometric login and scan the fingerprint, but the process stopped and returned to the initial white screen without completing authentication. A technical support specialist (tss) verified the device was running lumidigm version 9.6.41389 and followed the relevant knowledge article to uninstall and reinstall the latest version manually. Hardware test application (hta) testing was completed, and onsite user testing confirmed biometric identifier (bio ID) scanning was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to successfully log in using bioid authentication. During login attempts, the user was able to initiate and scan their fingerprint; however, the process did not complete successfully. Instead, the system stopped responding after the scan and reverted to the initial white login screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.